Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test and alarmed motor error during the basic occlusion test due to loose protruded drive support disk. The motor was tested outside of the device and passed. No moisture damage was found on the lcd board, mother board, interface board, radio frequency board, motor, vibrato motor and battery tube assembly during our visual inspection. The insulin pump passed operating current and displacement test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin continued to exit the tubing despite releasing the act button during the manual prime process. The patient's blood glucose at the time of incident was 389 mg/dl. During troubleshooting the customer confirmed that the drive support cap was sticking out. The insulin pump will be returned for analysis.